Event description:
It was reported that eight infusion sets cannulas were bent on (B)(6) 2026 and the patient was experienced elevated blood glucose levels within three hours of insertion. The patient was treated with correction bolus via pump and correction injection via multiple daily injections.

Manufacturer narrative:
MDR 3003442380-2026-83853 / initial 1 of 8. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.